Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One healing collar was returned for investigation, see attached images in the complaint. Visual evaluation identified that the healing collar and threads had signs of use, but no malfunction was observed. Functional testing to recreate the reported event observed that the abutment threaded into an in-house implant as intended. The event was not recreated. No pre-existing conditions were noted on the per, and it is unknown where the device was located and according to the cmp description, it was place and removed on the same day. The customer did not provide x-rays or pictures. Documents reviewed: dental healing collar, (surgical cover) screw, temporary gingival cuff and temporary abutment for implant system - ifu9658 - rev 2 - 10/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot number (2022031186). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not seat'. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor indicated that they were unable to screw the healing abutment into the implant. Another abutment has been placed.